Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer's insulin pump had buttons that were not responding. The customer's blood glucose level was 141 mg/dl. An unexpected restart alarm was also received. The customer was unable to clear the alarm because of the insulin pump's keypad issues. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No error alarm could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window.